Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The motor passed the motor test.

Event description:
It was reported that the customer's insulin pump alarmed motor error several times during rewind. It was stated that the device was not exposed to a high magnetic field. The displacement and self test were performed and they passed. No further information was provided.